Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10. 3 events were previously reported during the reporting quarter; however, 3 events were reported in error. 0 previously reported events are included in this follow-up record. H3 other text : no events occurred.

Event description:
This report summarizes 0 malfunction events in which the device had a component detach.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 3 device investigation types have not yet been determined. Additional information 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. 3 events had patient involvement; no patient impact.